Event description:
It was reported that patient underwent an elbow procedure on (B)(6), 2012. During the procedure, as the surgeon was extracting platelet poor plasma, platelet rich plasma leaked into the platelet poor plasma chamber. The procedure was completed using another kit, but only after a delay of more than half an hour occurred.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of returned device found that the buoy position and the number of red blood cells below the buoy were acceptable. Due to the dried blood and plasma, it was not possible to disassemble and evaluate the components dimensionally. Evaluation results were inconclusive.